Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of remote transmission revealed, the implantable cardiac monitor exhibited a diagnostics ¿ battery longevity anomaly due to 28 hours of (B)(6) low energy ¿ ble usage. No intervention or patient symptoms were reported. The patient will continue to be monitored.

Manufacturer narrative:
Correction: (B)(4).